Event description:
Same event as MFR report #: 2134625-2008-00332. It was reported that during a percutaneous coronary interventional (pci) procedure, two balloon ruptures occurred. The 99% stenotic lesion was located in the calcified and severely tortuous proximal left anterior descending (lad) coronary artery. The 9mm x 3.0mm maverick2 monorail balloon ruptured at 14 atms on the second inflation. The number of atms reached on the initial inflation is unknown. The 12mm x 3.0mm quantum maverick monorail balloon was then used; however, it also ruptured at 18 atms. The total number of inflations and to what atms is unknown. The procedure was successfully complete with a different device. No patient complications were reported. Patient status is reported as "good."

Manufacturer narrative:
.